Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and observed that the device had only ran fio2 for 10 seconds or less, which did not allow the device the minimum 5 minutes to reach stable levels. During testing ventec observed that the fio2 was working as expected. Proper device operation was confirmed through functional and performance testing. The vocsn clinical and technical manual states the following [p. 126]: "note: the fio2 monitor requires time to warm up. During the first five minutes of use, the fio2 monitor will display ¿--¿ as the fio2 value. The fio2 monitor will also display dashes if the fio2 monitor is disabled, or the oxygen delivery mode control is set to pulsedose®." [P. 200-201]: fio2 monitor - time to essential performance 5 min. ±10% of setting, or ±3% oxygen, whichever is greater. Average delivered fio2 is stable within ±3% oxygen over one hour. Time to reach set performance from an external high-pressure oxygen source: =5 breaths. The investigation determined that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) levels. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.